Manufacturer narrative:
Reference record (B)(4). The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the procedure, the intestinal tubing perforated the intestines. The physician surgically repaired the perforation, and placed a new peg-j tubing. No further information was available.